Manufacturer narrative:
The customer provided no event details when the complaint was reported. The pump module was received with a repair tag noting that the ¿pump did not deliver medication.¿ the log analysis showed that at approximately 9:37am on (B)(6) 2018 an infusion of blood ¿ prbc was programmed. Prior to the start of the infusion and at starting, the pump module alarmed with a ¿check IV set¿ alarm. The user addressed the error by opening the door and safety clamp and closing the door. The infusion was restarted and the pump module began alarming for fluid side occlusion and ¿check IV set¿ alarms. The infusion was terminated by the user without it ever having infused. It is believed this is the event referenced on the equipment repair tag. The log showed that during use on the same patient the pump module had experienced numerous patient side and fluid side occlusion alarms. The cause for the alarms could not be ascertained from the event log. During testing the pump module repeatedly alarmed ¿check IV set¿ and failed the patient side pressure testing. Both the upper and lower pressure sensors were also failing. Physical inspection showed the body of the upper sensor had separated at one of its securing clamps. The lower pressure sensor button was stuck and lifted out of the body on one side. The probable cause of the customer¿s report is the observed physical damage.

Event description:
The customer reported that an unspecified event occurred during a patient infusion; no event details were provided except to state there was no related patient harm. The hospital biomed investigation revealed a fluid side occlusion, and the lower transducer appeared damaged and misaligned. An equipment repair tag attached to the device upon receipt stated "pump did not deliver medication."